Event description:
The facility representative contacted baxter to report a colleague infusion pump in which the device had a damaged battery. Patient involvement is unknown. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a depleted battery set as a result of use/user error. The main batteries and battery harness were replaced in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.